Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 during the removal of a broken locking distal screw of left humeral nail the multi fragmentary breakage of the spare reamer tube. It was reported long chirurgical time to remove the metallic fragment in the soft parts and shear bone left humeral, immobilization by orthopedic vest. No part stayed in the patient. It was further reported that the unlocking nail put in place; the insertion of the prosthesis is cancelled, waiting for bone healing. Delay of surgery more than 15 minutes. This is report 1 of 2 for complaint (B)(4). This report is for unknown locking screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant, explant date: device is an implant. PMA/510(k): device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.